Event description:
Litigation papers allege patient began suffering pain and his hip pain continued to worsen considerably and significantly impact her (sic) ability to perform normal daily activities or even walk. It is further alleged, this, combined with patients increased metal ion levels, resulted in pain and suffering, lost income and other economic and personal damages for patient.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.